Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated for hyperglycemia. It was stated that the customer was feeling nauseous and tired. The reported blood glucose reading was 486 mg/dl. It was stated that the customer was advised to change the infusion set and insertion site location. Nothing further was reported.